Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The cpu and the multifunctional pcb were reseated. The cable connections were also checked. The system was tested and met all product specifications. Qa will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "screen froze" (no display or display failure). A biomedical engineer reported the screen froze during a case. The system was rebooted and the issue resolved. A 10 minute delay was experienced. There was no pt or procedural impact.